Event description:
It was reported that bd needle 24x1in tw india needle broke. While doctor giving the injection of dynapaar on patient needle broke from the hub & needle remain in the patient body.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Duplicate complaint of (B)(6).

Manufacturer narrative:
Duplicate complaint of (B)(6).